Event description:
A (B)(6) male was housed in the in pediatric ICU. The alaris syringe pump malfunctioned and read "channel disconnect" during use while an epinephrine drip was infusing. The module quit and had to be replaced, delaying infusion of a critical medication.